Manufacturer narrative:
H3 product analysis: as found condition: the pipeline flex was returned stuck inside the phenom 27 catheter, within the inner pouch, bio-hazard bag, and shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves showed no signs of damage and were found to be intact. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The distal and proximal ends of the braid were found open and no damage. No defects were found in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. An examination of the catheter tip and marker revealed no damage. The catheter body was accordioned between 9.0 cm and 16.0 cm from the distal tip. No other anomalies were noted. Testing/analysis: the catheter was cut to remove pipeline flex. The total and usable lengths were measured and found to be within specifications. The catheter was flushed with water and was found to be patent. An in-house 0.026¿ mandrel was then tested by running it through the catheter hub, successfully passing through without issues. However, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed, as the pipeline flex was returned stuck inside the phenom 27 catheter. The observed damage to the catheter (accordioning) and hypotube (stretching) suggests that high force was probably applied. This damage may have occurred when the customer attempted to deliver/retrieve the pipeline flex through the catheter against the resistance. Possible causes of the resistance include vessel tortuosity and the lack of a continuous flush with heparinized saline during procedure. However, the customer reported that the vessel tortuosity was moderate and a continuous flush was used, which rules these out as potential causes. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the operator performed a dense mesh flow-diverting stent implantation procedure using the pipeline flex. The system was successfully positioned and deployed below to the t-bifurcation. However, when deployed it to the proximal end, the system slipped toward the proximal aspect of the aneurysm while unsheathing under reduced tension. The operator advanced an intermediate catheter and guided the system into the middle cerebral artery to redeploy the stent. Nevertheless, the stent could not be deployed at the proximal marker. The system was removed from the body, and it was suspected that the stent had become stuck with the microcatheter. A new phenom 27 was advanced, and a new ped-375-20 dense mesh flow-diverting stent was used. It was deployed successfully at the intended location, and the procedure was completed smoothly. The patient experienced no adverse reactions. The pipeline became stuck at the hub during deployment. The physician released the load (slack) in the system in an attempt to resolve the iss ue, but the issue did not resolve. Catheter resistance in the distal section was reported. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed continuously with heparanized saline as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured intracranial right ophthalmic artery segment aneurysm with a max diameter of 3.25mm and a 2.16mm neck diameter. Landing zone: distal: 3.1mm and proximal: 3.8mm. It was noted the patient's vessel tortuosity was moderate. Access vessel was the femoral artery with an 8.58mm diameter. Dapt (dual antiplatelet treatment) was administered, pru (p2y12 reaction unit) level was normal. The angiographic result post procedure showed significant blood flow guidance effect. Ancillary devices include an intracranial support catheter navien rfx072-115-08mp (B)(6), phenom27 fg15150-0615-1s (B)(6) microcatheter, avigo 103-0606-200 (B)(6) guidewire.

Event description:
Additional information was received stating that the cause of the event was not determined. The term "system slipped" refers to the event where the phenom 27 and pipeline system slipped and migrated to the proximal segment of the aneurysm. No issues were reported with the navien or avigo catheters. There was some resistance at the distal hub of the phenom 27. No obvious damage was observed on the pipeline pushwire, but the phenom 27 and pipeline were stuck together, making it uncertain whether there was any damage. The inability to deploy the stent at the proximal marker was attributed to resistance, as the phenom 27 and pipeline became stuck together. Only one pipeline device was used when the movement occurred. There was some frictional resistance during delivery and positioning. The pipeline was not implanted at the intended location; although it was initially delivered to the correct position, it could not be deployed and slipped, resulting in non-implantation. The entire system slipped during the deployment process, and the catheter t ip was under stress and moved during deployment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.